Manufacturer narrative:
Lr packaging l/n # (B)(4). Per (B)(4) report (B)(4): (B)(4) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422617. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 50 units, which were shipped from (B)(4) medical on (B)(4) 2010. The history records indicate this product was final inspection tested at (B)(4) medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported via the (B)(4) study that two hours post enterprise vrd assisted aneurysm coil embolization mild hemiplegia developed in the upper left limb. Additional information reported that post procedure MRI showed thrombus in the treated side. Ozagrel was administered and recovery was confirmed two days after onset. It is not known if there was thrombus prior to or during the procedure. No intra-procedure dissection occurred and no coils protruded out of the aneurysm. The procedure was treatment of an unruptured saccular right cavernous sinus aneurysm that measured 4.5mm at the neck with a neck to sac ratio of 4.5mm/5.0mm. The parent vessel diameter proximal and distal was 4.0mm. Antiplatelet therapy included bayaspirin 100mg/day and plavix 50mg/day beginning 15 days prior to the procedure. The daily dose of plavix was increased to 75mg/day the day after the procedure. The enterprise was fully expanded as apposed to the vessel wall after initial placement and remained apposed and in stable position. Act pre procedure was 97 seconds and 354 seconds post. There was no indication of any conditions causing hypercoagulable state. Procedural images and additional information is not available. The stent remains implanted. Lr packaging l/n # 01422617. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422617. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on may 28, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Thrombosis is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system or with the procedure as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The report from clinical study (B)(4) for patient with ID (B)(6) indicated that 2 hours after the procedure with enterprise stent and coils, mild hemiplegia developed in upper left limb. Ozagrel was administered and recovery was confirmed two after onset. After the stent and coiling procedure was completed, thrombus was observed via MRI in the vessel except for the target/vrd placed site. Other than the enterprise, no other device caused the event. The enterprise was fully expanded and apposed to the vessel wall after initial placement, and the enterprise was fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. There were no indications of any conditions causing hypercoagulable state or coil protruding into the parent artery. No dissections were noted during the procedure. The modified rankin scale pre-procedure was 0, after and within a week was 1, and after 30 days was 0. The act pre and post procedure was 97 seconds and 354 seconds. The specifics antiplatelet therapy consisted of bayaspirin 100mg/day ((B)(6) 2011-) and plavix 50mg/day ((B)(6) 2011), 75mg/day ((B)(6) 2011-). Devices utilized consisted of prowler select plus microcatheter, launcher 7french guiding catheter, echelon 10 microcatheter, traxcess guidewire, gt 14, orbit galaxy (qty 2), v-trak (qty2), and gdc 10 coils (qty 2). The procedure was coil embolization assisted with an enterprise vrd (enc452812). The target unruptured saccular aneurysm was located in right sinus cavernous that measured 4.5mm at the neck and the neck to sac ratio was 4.5mm/5.0mm. The parent vessel diameter proximal and distal was 4.0mm. A cd copy of the procedure was not available. The product will not be returned for analysis. No further information was available. Additional information will be submitted within 309 days of receipt.

Event description:
The report from clinical study "(B)(6)" with patient ID# (B)(6) indicated that two hours after the procedure, mild hemiplegia developed in upper left limb that was treated with ozagrel. Recovery was confirmed two days after the procedure. The procedure was coil embolization assisted with and enterprise vrd ((B)(4)). The target aneurysm was located in right sinus cavernous.